Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) had a display that was flickering. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the issue. The fse checked the unit and found no problems. The fse checked all functions and the unit passed all necessary tests. The unit was then handed over to the customer and cleared for clinical use.

Event description:
It was reported that during a daily check of the cs100 intra-aortic balloon pump (iabp), the display was flickering. There was no patient involved.